Event description:
Additional information was received. It was reported that the cause was determined. The metal sleeve at the input of the stimulator into which the electrode is inserted has become entangled with one pole of the electrode (pole 0). The indication for use was fecal incontinence. The physician broke open the entire plastic part of the stimulator to get the electrode out. As the stimulator is broken, it will not be sent back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no possibility to unscrew screw. The patient was implanted in 2012 and presented for a replacement. The healthcare professional (hcp) had problems loosening the screw in the header, so that the header of the implantable neurostimulator (ins) had to be completely broken open with subsequent probe revision. They tried to loosen the screw using a torque wrench. No cause was specified.